Event description:
It was reported that a patient with a 25mm 3000 valve (implanted 2008) in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately 14 years, 9 months due to regurgitation. The patient presented with dyspnea on exertion. The tavr was performed with a 23mm 9600tfx transcatheter valve.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 25mm 3000 valve in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The tavr was performed with a 23mm 9600tfx transcatheter valve.